Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received info regrading multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the contact removed the cartridge prior to the preparing for cartridge stage. Reportedly, the customer's blood glucose level was 320 mg/dl. Contact administered a correction bolus.